Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, and the home screen did not appear on the display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Fluid was present in the pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reported hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroded electronic assemblies, motor flex connector gold traces, keypad flex connector gold traces, force sensor gold traces, and lcd flex connector gold traces causing an electrical short. Isolate to electronic and motor assembly. Unit also received with battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, customer concern for moisture damage was confirmed per visual inspection. Unit powered on with flashing medtronic logo, triggered by corroded electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.